Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, it was observed that the left ventricular lead dislodged. The lead was explanted. The patient was well post procedure.